Manufacturer narrative:
There was no adverse event reported for this incident. The device in question has not been returned. However, resmed has made numerous requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.

Event description:
It was reported to resmed that a power supply for an s8 elite device had melted.